Event description:
A displaced o2 pin component may have been responsible for the device operating improperly resulting in patients receiving n2o without o2 gas. N2o is known to potentially cause nausea and vomiting.